Event description:
This notification was opened for review for information received that the remstar plus device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.